Event description:
It was reported on (B)(6) 2026 that the mcot monitor - a13 - t-mobile and charger had caught fire and showed melting. Incident date provided was (B)(6) 2026. Patient did not sustain any injuries so no medical attention was sought. Issue was related to the monitor and charger. Patient's activity at the time was monitor was on kitchen counter charging with the charger that came inside the kit. Patient refused replacement and would like to early disconnect. Advised on return instructions. No additional information was provided.